Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The reported error code 41622 problem was duplicated. When an attempt to prime the pump was made it alarmed and displayed 41622. The root cause of the reported issue was found to be the optical sensor has broken off of the bracket it was mounted on. Actions were taken to mitigate the reported issue: the optical sensor and bracket was replaced.

Event description:
It was reported that the pump had an error code. No patient injury was reported.